Event description:
It was reported that a motor rate/syringe size failures was experienced.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seals removed and crack on both front corners of top case, also crack on right plunger case and bottom case. The customer stated problem was duplicated. Motor rate error was found during occlusion test. Unable to duplicate the invalid syringe size at syringe test, all the reading of size sensor slightly out of specifications and the reading is fluctuating. Replaced worm coupling also replaced worm gear, lead screw and both clutch halves for preventive. Replaced barrel clamp head screw. Performed pm maintenance and all functional testing. The cause of the reported problem was traced to normal wear. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.